Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.00x38mm promus premier¿ stent was advanced but was not able to cross the lesion. While the device was being pulled back into the guide, it was noted that the stent delivery system (sds) balloon was elongated and the stent was compressed. The device was able to be removed and the procedure was completed using another promus premier¿ stent. No patient complications were reported and the patient was okay.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged, distorted and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.00x38mm promus premier stent was advanced but was not able to cross the lesion. While the device was being pulled back into the guide, it was noted that the stent delivery system (sds) balloon was elongated and the stent was compressed. The device was able to be removed and the procedure was completed using another promus premier stent. No patient complications were reported and the patient was okay.